Event description:
It was reported that, "cup came loose screw broke. Revised (B)(6) 2010, tritanium primary shell, biolox head and 36mm x3 eccentric liner used."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2010-00994.